Event description:
The medical service provider placed a nasogatric (ng) feeding tube with the inserted stylet a few days prior for the replacement of the existing salem sump naso-gastric tube. There are two subsequent kidney, ureter, and bladder (kub) images post ng-feeding tube placement: impression: gastric tube tip projects in the left mid abdomen with a loop in the left lower quadrant, likely within the stomach. Gas is present in non-distended colon. Small bilateral pleural effusions and lower lobe atelectasis and mild pulmonary edema. (Comparison: xr abdomen tube position check) : gastric tube tip is in peripyloric region. Distal tip of a vascular catheter is seen in the high right atrium. Small bilateral pleural effusions with lower lobe atelectasis. Gas is present in non-distended colon. Lumbar degenerative disc disease. Findings were discussed with the referring clinician, radiologist. Patient event timeline: the patient required continuous tube feeding with osmolite 1.5 cal via ngt infusing at 50cc/hour. The nasogastric (ng) tube was changed and an 8 fr. Nasogastric feeding tube (kangaroo) was placed. Rn progress note excerpt: pt endorsing moderate- severe pain this shift. Tylenol, lidocaine patches, and dilauded prn a/o, difficult to assess effect. Chronic pain following. Pt also endorsing right breast pain, worsening with palpation. Md into assess. EKG completed. Continuous tf as ordered at goal rate of 50cc/hr via ng feeding tube. Rn progress note excerpt: pt at times wincing with repositions but otherwise denying pain. Back pain remains her major complaint. She now also complains of r upper chest pain anteriorly. The attending physician reviewed her chest x-ray with radiology and noted a need to further investigate the r sided opacity at the r hemithorax and a possible pneumothorax (ptx). Patient complained of air hunger, using accessory muscles with breathing, appearing agitated. Chest x-ray with possible r small pneumothorax, pleural effusion, pulmonary edema, r shoulder? Subluxation. Status post chest CT today showing bilateral pleural effusions, compression of rm, rl, ll, pneumothorax and air around esophagus (possibly 2/2 esophageal perforation). Medicine team progress note: attending physician notes: now with a new r thin but large anterior ptx and respiratory distress. This am will have a gastrografin study for esophageal perforation. Ptx may be too small to intervene upon and we will support her for this and be watching closely. Thoracic surgery consulted for this poor surgical candidate-the non-operative management of esophageal injury is wide thorough drainage of the pleural space and broad spectrum antibiotics, including empiric antifungal given presumed upper gi source. Interventional pulmonology has already been consulted and I recommend they place a larger sized pigtail catheter to really drain that space. The fluid should be sent for complete studies including cultures. Interventional pulm. Note: (excerpt)-14 french chest tube placed without difficulty in r posterior pleural fluid collection. Ultrasound demonstrated isoechoic fluid with complex appearance. Upon drainage, fluid was yellow with some particulate matter. Given concern for complicated collection, will order tissue plasminogen activator / deoxyribonuclease (tpa/dnase) immediately, to be administered on medical ward. Nursing shift note: 14 f chest tube placed to r chest, draining to low wall suction, >1l serosanguinous output. Keep chest tube to -20 cm h20 on pleurevac.